Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem charging cable, although advised that using non-tandem supplies is not recommended unless instructed for troubleshooting. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping, and no further assistance was required as the pump began charging successfully.